Event description:
Revision surgery - a reverse shoulder prosthesis due to the pt dislocating.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.75 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report associated with this product: (B)(4) a review of the product complaint report history shows this is the (B)(4) complaint for this product: (B)(4) for a locking mechanism issue, (B)(4) for dimensional concern, (B)(4) revisions, (B)(4) due to dissociation, 58 due to dislocation, (B)(4) due to pain, (B)(4) due to infection, (B)(4) due to trauma, (B)(4) for device loosening, (B)(4) for stability/poor joint issues, and (B)(4) malposition. This is the (B)(4) complaint for this lot number. The root cause of the dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.